Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the investigation is inconclusive for the reported restenosis, as the device was not returned for evaluation. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that approximately one year and twenty-eight days post index procedure, the subject developed nonfunctioning av fistula due to a focal stenosis of the brachiobasillic, av access circuit re-intervention was performed and treated with standard pta. Approximately one year and one month post index procedure, the subject developed high grade stenosis of av fistula and av access circuit re-intervention was performed. The current status of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2020).

Event description:
It was reported through the results of a clinical trial that approximately one year and twenty-eight days post index procedure, the subject developed nonfunctioning av fistula due to a focal stenosis of the brachiobasilic, av access circuit re-intervention was performed and treated with standard pta. Approximately one year and one month post index procedure, the subject developed high grade stenosis of av fistula and av access circuit re-intervention was performed. The current status of the patient was not provided.